Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn less than 1 hour.

Manufacturer narrative:
The formed needle was observed to be exposed in the soft cannula. The linkage assembly was observed to not be fully retracted, however, the needle fully retracted after the device was opened. Score marks were observed on the top housing where the linkage assembly is rubbing against it. The needle mechanism was reset and was successfully re-deployed. No damages or defects were found on the linkage assembly before or after the device was re-deployed. The cause exposed needle can be determined as a misaligned linkage assembly.